Event description:
Rptr bought the vail 1000 bed which is designed for all ages and sizes. Pt's disability is not one listed on the contraindiacations for use sheet. One week ago pt became entrapped under the mattress after falling through a gap at the head of the bed. Pt was hanging by their head and was able to yell for help. Pt's body could fit through but head could not. Rptr called vail as well as the co that put the bed together and a rep was sent out to make sure it was together right which it was and they made some adjustments on it and said it was fine. The next day rptr put pt to bed and pt once again became entrapped in what is now a 7" gap at the head of the bed (the mattress can slide down) with their arms wedged to their side. They could not lift self out nor was pt getting enough air to be able to yell this time. Rptr found pt face down in the gap in distress. Pt had a couple of minor seizures from the stress of the incident but is recovered today. Rptr once again made calls to the companies and they are at a loss of how to fix the gaps. Rptr has pictures of the bed before and after the tech came and worked on it. The vail 1000 new style which is what rptr has, was sent out with the old style video and directions that do not match this bed so there is nothing rptr can even compare it to to make sure it is together right.